Manufacturer narrative:
The subject device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection of the subject device at the service department of olympus (B)(4), it was found that the lamp error e105 was displayed. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation, therefore omsc could not investigate the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based upon the information from olympus china, there was the possibility that this phenomenon was attributed to the accidental failure of the led unit or the peripheral components of it, or the aging deterioration of the led unit or the peripheral components of it due to the long-term use because the subject device had been used more than 5 years since manufacturing. If additional information becomes available, this report will be supplemented.